Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the displacement accuracy test at 0.08735 inches.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to high blood glucose on (B)(6). Customer blood glucose was 268 mg/dl,307 mg/dl,292 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with bolus. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.